Event description:
The following event was noted during a single-center prospective study review (from (B)(6) 2003 and (B)(6) 2008). The hospital database was searched and the outcomes of 558 patients were studied to evaluate the safety and efficacy of vcds (vessel closure devices) compared with manual compression in the setting of transfemoral pci (percutaneous coronary intervention) performed at the acute phase of stemi (st-segment elevation myocardial infarction). The method of closure of the common femoral artery was chosen individually by the interventionalist. Of the total study population, of 558 patients: 464 received a vcd and 94 patients underwent manual compression. Choice of the type of device was left to the operator preference between 3 available devices: angioseal (276 cases), perclose at (131 cases) and starclose (57 cases). At 30 days in the vcd group one vascular death occurred, the cause of the death was not specified; additionally, there were 23 overall unspecified deaths. However, it was indicated that for the entire study, patients requiring a blood transfusion for access site bleeding showed a higher mortality at 30 days. This study does not make a direct correlation between the adverse outcome and the vessel closure devices = starclose and perclose at (abbott devices) and angioseal (st. Jude). Placement of either closure device was performed in the cardiac catheterization laboratory immediately at the end of the procedure and following the manufacturer's guidelines. All patients were evaluated after discharge to rule out late vascular complications.

Event description:
Subsequent to the initial medwatch report additional information received indicates: the physician was not able to provide a direct correlation between the overall deaths at 30-days; however, he indicated that all these deaths were due to the patients multiple pathology complications and not related to the vessel closure devices (vcds) used. For the vascular death case reported, the physician indicated that the vessel closure device used was the non-abbott device used in this study. Although as indicated in the initial medwatch report, the death was due to vascular complications and not related to the vcd. It was also indicated by the physician that all the physicians involved in the procedures are trained in the use of the perclose at and starclose devices.

Manufacturer narrative:
(B)(4). This report concerns a 5 year study during which abbott vascular closure devices and another manufacturer closure device were used. It was indicated that the patients deaths were not related to the vessel closure devices used. Additionally, a mode of failure of the devices was not reported. Therefore, the cause for the reported events is determined to be related to the progression of the patients illness or medical conditions. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number of the devices were not reported and the devices were discarded. Based on the review of the reported information and manufacturing testing/inspection criteria for this device, a product quality deficiency was not noted. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mean age was (B)(6) years. 358 males and 106 females. The patient was morbidly obese. (Date of event): the procedures were performed between (B)(6) 2003 and (B)(6) 2008. The date for this individual case is not known. However, (B)(6) 2003 is being used as the best estimated date of occurrence. Describe event or problem: the author was contacted and stated he was unable to correlate the vascular death case to a specific vcd and indicated that the death was due to vascular complications and not related to the vcd. Though requested, no additional information was provided. Concomitant medical products and therapy dates: sheath 6fr, 7fr; other: aspirin, abciximab, heparin, clopidogrel. The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed. A follow-up report will be submitted with all additional relevant information. The starclose device is being filed under a separate medwatch MFR number. Attachment, article: safety and efficacy of femoral vascular closure devices in patients undergoing primary percutaneous coronary intervention for st-elevation myocardial infarction. Oscar prada-delgado, rodrigo estevez-loureiro, et al. Am heart j 20111; 161:1207-13).